Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 241 mg/dl while using the ilet, with meal announcements noted and an incorrect meal size reported; troubleshooting and education were completed, and no alerts or alarms were reported. Symptoms included elevated blood glucose without reported loss of consciousness, seizure, or injury. Outcomes included no hospitalization, no long-term impairment, and no medical or surgical intervention beyond routine self-management. Investigation included a review of device logs and user-reported blood glucose information and an assessment of user technique. Investigation of this case revealed use-related factors consistent with an incorrect meal size entry contributing to hyperglycemia, with no device malfunction identified. It was concluded that the event was attributable to use-related factors rather than device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.